Event description:
It was reported the device was implanted in the patient's buttock region. No leads were attached to the device. A follow up report will be sent if additional information is received. Refer to manufacturer report # 3004209178-2012-05924. The patient has two devices and the referenced report documents an issue the patient had while both devices were in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial#(B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).